Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during pre-implant interrogation, this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. It was suspected that exposure to temperatures below the recommended storage range were the cause. It was recommended the device be warmed for several days and reanalyzed. This device has not been cleared for implant. There was not patient involvement.